Manufacturer narrative:
The customer returned the suspected product. The returned meter was tested with the returned test strips from lot # 8epeg10a using blood sample and the results were within the expected range.

Event description:
The customer alleged that a few days ago, he obtained a high blood glucose reading on his contour next link meter. Based on the high reading, the customer's insulin pump sent him insulin. He felt hypoglycemic symptoms and went to the hospital. In the hospital, his blood glucose was checked with the hospital's meter and the reading was 65 mg/dl. He was given sugar water and after a few hours, he was released from the hospital. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.